Event description:
Consumer alleges the power chair she has, stopped on her and that the red light is on. Also it was reported that a technician has repaired her power chair but it still is causing issues. No report of ill effect.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51 psemired, serial number/date code (B)(4) is approximately 4 years, 11 months old. The owner's manual part number 1141449, rev. D (jul-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.